Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer was in the intensive care unit for high blood glucose. Customer was discharge after 4 days with blood glucose of 199 mg/dl. Customer stated that there are several insulin block blocked alarms, occluded.